Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The prograsp forceps instrument was analyzed. The instrument was found to have frayed cables on grip axis 6 & 7 at the distal end. No missing pieces were found during investigation. Additionally, the instrument housing was removed and found the instrument bearing on grip axis 6 & 7 were corroded at the proximal end of the instrument. The grips input disk bearings exhibit orange discoloration. The instrument was also found to have a cracked input shaft on grip axis 6 & 7 at the proximal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had a loose joint and weak grip strength. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.